Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient's wife contacted lifescan (lfs) and alleged their one touch verio2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient's wife reported the issue began (B)(6) at 8pm. The patient alleged obtaining an inaccurate result of 15.1mmol/l with the subject meter. It unknown if the results would/would not meet lifescan's accuracy criteria as the comparison is against their feelings and/or normal readings. The reporter told the cca the patient manages his diabetes with pills, diet and/or exercise. The reporter confirmed the patient did make changes to his usual diabetes management regimen in response to the alleged product issue; the reporter alleged the patient took an increase of, dose of medication around (B)(4). The reporter claims the patient developed symptoms of sweating, hands shaking, unable to communicate/speak several hours after the product issue as a result of the inaccurate high results. The reporter alleged using another device at an unknown time after the product issue and alleged obtaining a result of 2.6 mmol/l contour). The reporter alleged the patient self-treated by taking food and/or drink to increase his blood sugar level. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, as the reporter did not have the test strips, the cca was unable to confirm the test strip were not open past their discard or expiry dates and the test strips were stored correctly. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.